Event description:
Patient was very thin and each time she swallowed she reported that she felt and heard the plate. Since the bones had already fused the surgeon decided to remove the plate.

Manufacturer narrative:
Little details of this event were reported other than the spine had fused and the surgeon elected to remove the cervical plate system at the patient's request and not due to a performance failure of the device. Device was not returned to the manufacturer therefore no formal evaluation was performed.